Event description:
Physician reported left side rupture confirmed via ultrasound. Physician later reported intact implant found during explant, "periprosthetic exudate" sent for pathology, capsular contracture baker grade IV, and "double posterior capsule". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Correction/clarification to b5 description of event and h6 adverse event problem: a0412 material rupture was previously reported for the event of left side rupture. It was later reported by the healthcare professional that the left side device was found intact upon explant. A0412 material rupture will be un-reported.

Event description:
Physician reported left side rupture confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ double capsule: unable to observe as it is not related to the device. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, b6, d.6b, d9, h3, h6. The reported events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late and capsular contracture, baker IV.

Event description:
Physician later reported "periprosthetic exudate," capsular contracture, baker grade IV, and ¿a double left periprosthetic capsule.¿ device has been explanted and replaced with another manufacturer's device.